Event description:
While troubleshooting an alarm with customer support on (B)(6) 2012, the patient tightened the cartridge cap while still attached to the pump and claimed that she was becoming "symptomatic of hypoglycemia". The patient stated that prior to contacting customer support, her blood glucose (bg) was 237 mg/dl. The patient did not report any bg values after the alleged inadvertent infusion and did not provide specific symptoms. The patient was reportedly taken to the emergency room (ER), where she did not receive any treatment, as her bg never went below 150 mg/dl. The patient was reportedly released from the ER and there has been no further reported incident. The pump is not being returned at this time, and the patient has continued insulin pump therapy. Use error was determined to be a cause or contributor to the reported incident. This complaint is being reported because, the patient allegedly experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Corrected from product problem to adverse event. Reported outcome of event: required intervention.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: due to continued use of the pump, the history from the event date was overwritten. A review of the pump¿s available history showed no activity outside of normal use. The total daily doses added up and correctly reflected the users¿ programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. No damage was found to the cartridge compartment and the cartridge cap was able secure on to the pump.